Manufacturer narrative:
Device may return to djo for evaluation.

Event description:
Revision surgery - the patient busted out of the acetabulum cup, the surgeon replaced with a djo head and a stryker acetabular system. The original djo stem and centralizer remained.

Manufacturer narrative:
The reason for the revision surgery was due to the failure of the acetabulum cup. No information was reported about patient activities or operating procedure, or other factors that could have contributed to the event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. (B)(4). A definitive root cause for this event cannot be determined. Several factors that can contribute to this event include unusual anatomy, malposition of components or loss of fixation, trauma, or excessive range-of-motion and any patient weight bearing activities. There is no evidence that a material, design, or dimensional problem contributed to revision surgery.